Event description:
It was reported the customer received a motor error alarm during a basal delivery. Customer's blood glucose was 150 mg/dl. The customer also stated they received a no delivery alarm prior to the motor error alarm occurring. It was also found the customer was able to complete the rewind sequence on their insulin pump. The customer also reported air bubbles in their reservoir. The air bubbles was resolved by priming the insulin pump. It was also found the customer had received multiple alarms during troubleshooting. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.